Event description:
Surgery date: during the implantation of the plate, the lockscrew stripped and the plate had to be replaced causing a 30 minute extension of surgery time. The surgery was completed without further incident.